Event description:
It was reported that an asymptomatic patient presented in the clinic for a normal follow up. Upon interrogation, it was noted that the device was unable to communicate via radio frequency telemetry. The physician elected not to perform an intervention and wait for the patient's next follow-up visit in august. The patient was doing fine.